Manufacturer narrative:
(B)(4). The customer reported the ac power module failed to charge the batteries. There was no reported patient involvement. The customer tested the device with a spare ac power module and was functional. The ac power module was replaced to resolve the issue. The ac power module was not available for evaluation.

Event description:
The customer reported the ac power module failed to charge the batteries. There was no reported patient involvement.